Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump and changed the cartridge to address bg.